Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with high blood glucose of 600 mg/dl. The customer was treated and her glucose level dropped to 526 mg/dl. The customer then had a bolused for a meal and her glucose level went up again. It was stated that the customer discontinued using the insulin pump and treated with manual injections. The customer's glucose dropped to 358 mg/dl. During the caller stated that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose for several hours. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and passed. No further info was provided.